Event description:
Related manufacturer reference number: 2017865-2025-14335. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture, and dislodgement verified by x-ray on the right ventricular (rv) lead and atrial (ra). The physician elected to explant and replace the rv and ra lead. The patient was discharged from the hospital after the procedure.